Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging test strips missing. The reporter alleged not receiving any test strips with the meter and there was no seal on the package. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.